Event description:
It was reported by the clinician that they had two separate instances where the spring wire guide (swg) became stuck on the tip of the needle. There were no pt complications reported.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction; therefore, it is reportable. Evaluation: two swg's and one introducer needle were returned for evaluation. The returned components were visually examined. The needle was returned with one swg protruding from both ends. J-end of the swg extended from distal tip of the needle and straight end of the swg extended from hub. Swg was in one piece connected by the coil wire; core wire was broken. J-bend appeared typical, but between j-bend and needle bevel, the core wire broke and coil wire unraveled. Second wire exhibited one kink at 2cm from j-tip and was not unraveled. The welds on both swg's were observed to be intact. No nicks or cuts from the needle were observed on either returned swg; both swg's met specification. The returned needle appeared typical and also met specification. A functional test was performed by inserting both the straight end and the j-tip of the returned kinked swg into needle hub. In both cases, the swg passed through the needle freely. The product's instructions for use (IFU), k-45703-109a, rev. 3, warns about possible damage to the swg if the guidewire is withdrawn against the needle bevel and if excessive force is used in the removal process. The IFU also suggests using care and provides instructions when removing swg if resistance is encountered. The investigation found no evidence to suggest a mfg related cause. The reported event was confirmed, however the potential cause of the complaint could not be determined.